Manufacturer narrative:
The investigation into the reported "hemolysis" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the logs does not indicate any suction or unsuitable pump position events. The cause of the issue was not determined since the product was not returned. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 80-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had an imepella cp support ongoing for approximately two days with signs of hemolysis. The hemolysis was not treated nor was the pump explanted. The team made choice to transition the patient to care/comfort measures only.